Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a 45-day follow-up procedure where a device related thrombus was discovered. The patient was not experiencing any consequences or complications due to this event. The patient was on a medical regiment of dual antiplatelet therapy (dapt) and will now be switched to a daily 5mg of eliquis.